Manufacturer narrative:
Expiration date: na additional suspect medical device components involved: model #: tcn-10-3m lot #: 030316 description: nitinol tc electrode, 100 mm, with 3m cable total quantity: 3.

Event description:
Device evaluation performed on the returned electrodes found that the epoxy had a chip out and was also discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.